Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a normal generator change procedure on (B)(6) 2021. Prior to the procedure, it was noted that there were numerous previous episodes of automatic mode switching due to right atrial lead noise. The noise was not reproducible with isometrics. A venogram was performed on (B)(6) 2021, which confirmed that the subclavian vein was open so that a new lead could be added. The lead was capped and replaced without further consequence. The patient was stable throughout.